Manufacturer narrative:
The unit was serviced by an in-house biomed. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not passing test and zeroing button is stuck.